Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed pairing test with (B)(6) bluetooth and device failed. Tested on transmitter functional tester: did not perform due to r&d request. Performed share log review and device failed. The reported event of loss of connection was confirmed. The root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and failed. Share data was provided for evaluation and confirmed the reported complaint. The reported event of loss of connection was confirmed via data. A root cause could not be determined.